Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to another meter (accucheck). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "around (B)(6)". The patient reported that he obtained alleged inaccurate high blood glucose results of "174mg/dl" on the subject meter, compared to "97mg/dl", on another device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient manages his diabetes with insulin pump therapy and stated that he continued with his usual dose including sliding scale, as a result of the alleged product issue. The patient reported that he developed the symptom of "confusion". The patient denied receiving any treatment. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.